Event description:
It was reported that the patient showed high lead impedance with a warning message of near end-of-service on system test. Battery life calculation was performed and it was observed that patient had approximately -0.71 years before eri is yes. However, battery life calculation performed gives only an approximate result and not accurate result. No x-rays were taken. No patient manipulation or trauma was reported. Patient underwent a full revision surgery. Good faith attempts to obtain explanted products back to manufacturer for product analysis have been unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.